Manufacturer narrative:
Olympus inspected the device at the service department of olympus europa (B)(4) and found that the reported event was reproduced. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, olympus medical systems corp. (Omsc) assumed that the reported event was caused by poor communication between camera head and video processor due to followings; the cable was broken. The camera head broke down due to physical stress. There was corrosion, dirt, or foreign matter on the electrical contacts of the video connector. There was a short circuit or corrosion due to flooding. The instruction manual provides preventive measures against the broken cable. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that the endoscopic image did not appear before a procedure. There was no report of patient injury associated with this event.